Manufacturer narrative:
Customer has not released device for testing and root cause analysis to date.

Event description:
Reporter noted surgeon turned on cautery during setup, and it released a flame from tip. Both pt and consultant saw flame. No injury occurred; not in contact with pt.